Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that: this atrial lead was removed from service during the elective procedure to replace this patient's implanted pacemaker. Pacing and sensing in bipolar configuration was not observed through the device and pacing system analyzer. Additionally, visual inspection identified insulation damage. The lead was surgically abandoned. No additional adverse patient effects were reported.